Event description:
The reporter contacted animas on (B)(6) 2012 alleging that on (B)(6) 2012 the patient disconnected from the pump and the pump was put in a baggie on top of ice in a cooler for 4 hours. The reporter indicated that when the pump was taken out of the cooler there were beads of moisture behind the display and the screen was foggy. The reporter pushed the 'ok' button to wake up the pump and received an hour glass followed by the verify screen. The pump reportedly continued to cycle through these screens. A new battery was inserted and the same issue occurred. Approximately 1 week prior the keypad was found to be lifting. This report is being made based on the allegation that the pump would not power on.

Manufacturer narrative:
(B)(4): the investigation on the reported power issue was not able to be tested due to internal moisture damage found in pump. Unrelated to the complaint, there was moisture found in the display lens and the display screen was blank. The keypad was also found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A leak test revealed that the keypad was leaking and there was contamination found under the key contacts. The keypad buttons were not unable to be tested due to internal moisture damage found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.